Manufacturer narrative:
Reported event: a restoris pst offset shell impactor was found with the orientation pin missing. A backup instrument was used to successfully complete the case. There was no delay reported but as a backup instrument was used, a slight case delay will be assumed. Device evaluation and results: visual inspection: visual inspection shows the orientation pin on the offset impactor is missing. The weld appears to have broken resulting in the pin coming free from the impactor body. Dimensional inspection: dimensional inspection was not completed as this is a common failure. The failure and corresponding actions are addressed within (B)(4). Functional inspection: functional inspection shows the impactor can be inserted into the tha end effector but without the orientation pin, the impactor freely spins. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 6 /30/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in (B)(4) related to p/n 209360, lot number 31802 shows 1 additional complaint related to the failure in this investigation. These complaint is (B)(4). Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #671. Conclusions: the failure in this complaint is addressed through (B)(4). No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset reamer handle would not be secured when placed into the end effector on the rio. It was also noted that the offset impaction handle on the robot was missing components. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset reamer handle would not be secured when placed into the end effector on the rio. It was also noted that the offset impaction handle on the robot was missing components. The case was successfully completed and there was no harm to the patient.